Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles when customer changed out his infusion set. Customer stated he tried to remove the air bubble but unable to and suspected it was not air tight. Customer threw the reservoir due to unable to get the bubbles out. The customer requested reservoir replacement. No further information provided.